Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra 2 meter would not turn on. This complaint was classified based on customer service representative (csr) documentation and a review of the complaint by a senior csr. The patient advised the csr that on (B)(6) 2018 at 12.00pm, he was unable to obtain a blood glucose reading because his ultra 2 meter would not power on. The patient stated that he manages her diabetes with a combination of oral medication (unspecified type or dosage), diet and exercise and explained that he did not take any action in response to the alleged product issue. The patient advised the csr that he experienced symptoms of ¿feeling unwell, shaky and felt weak¿ approximately four hours after the product issue began. The patient denied receiving any treatment for his symptoms, but explained that he was advised by a first aid attendant to ¿eat every four hours¿. At the time of troubleshooting, the csr confirmed that the meter was not being used for the first time. Based on the information provided, there had been no misuse of the product. It was noted by the csr that the patient was using the correct test strips during testing. Following education/training from the csr, the patient was able to turn the meter on by pressing the power button and with a test strip, per owner¿s manual. At the time of troubleshooting the alleged power issue was resolved. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after he was unable to obtain a blood glucose reading because the subject meter would not power on.